Manufacturer narrative:
The tech found that the casters were worn due to age. He replaced the casters to repair the stretcher.

Event description:
Info received indicates when the brakes were engaged, the left head casters would still swivel.